Event description:
It was reported to the aci sales professional, that a (B)(6) female pt, with a history of previous catheterization procedures underwent a diagnostic coronary procedure on (B)(6) 2011. It was reported that the pt has a history of pvd, and calcium/pvd was observed at the puncture site. Access was obtained at the common femoral artery via a 6f procedural sheath (model unk) in a retrograde approach. The pt was anti-coagulated with heparin and lmwh (lovenox) peri-procedure. Post procedure, the physician, who is a trained user of the mynx selected the mynx with grip technology to close the access site. Reportedly, the physician inserted the catheter, inflated the balloon and then retracted the balloon against the arteriotomy for temporary hemostasis; however the balloon came out of the tissue tract. There was no report regarding how hemostasis was achieved. On 03/06/2012 it was reported by the aci sales professional that hemostasis was achieved after 20 mins of manual compression. The pt was ambulated and sent home the day after.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.